Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device had an interaction with equipment during an ablation procedure. The patient's rate increased to above the programmed setting. There was magnetic equipment present in the room so it could have been attributed to electromagnetic interference. After the procedure, the device was in the "out-of-the box" settings and there was a lead warning. The device was reset to its original settings and remains in use. No patient complications have been reported as a result of this event.